Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lgz322 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown plastic surgery on an unknown date and suture was used. The surgeon felt that the length of the suture had been shorter than usual during use. The needle-suture in question was used for the patient. There were no adverse consequences to the patient.